Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03409. It was reported (B)(6) the patient experienced ineffective stimulation. X-ray images confirmed the lead had migrated. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-03409. Follow-up identified the patient underwent surgical intervention during which the migrated lead was repositioned. At this time, the exact date of revision is unconfirmed. Effective stimulation was restored following the procedure.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2018-03409. Follow-up identified the surgery to reposition the lead occurred on (B)(6) 2018.